Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they received insulin flow blocked alarms. The customer's mother stated that they had high blood glucose around 400 mg/dl at the time of incident. Troubleshooting was done. The insulin did exit during exit. The insulin pump will not be returned for analysis.